Event description:
It was reported that the patient lost coverage on the right side. The lead was removed and found to have breaks near the electrodes. The lead was replaced and stimulation coverage was regained. Patient recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.